Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® serum blood collection tubes the user notes that the tubes have nonconformities regarding the labeling of the immediate container (tubes). The inkjet that indicates the expiration date in the extraction tube reads: 2018-06-30, however, this information is different from the product analysis certificate, which indicates that the batch delivered is valid; with date: 2019-06-30. The actual number of tubes with bad inkjet is: 6,600 units.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect label content with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect label content with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® serum blood collection tubes the user notes that the tubes have nonconformities regarding the labeling of the immediate container (tubes). The inkjet that indicates the expiration date in the extraction tube reads: 2018-06-30, however, this information is different from the product analysis certificate, which indicates that the batch delivered is valid; with date: 2019-06-30. The actual number of tubes with bad inkjet is: (B)(4).